Event description:
The device was removed due to a "tubing break", secondary to a fluid loss". As reported to co, it was observed that "the cylinder tubing showed wear above the strain relief of the round style release pump". As stated in the operative notes obtained from the physician's office, "there was a break in the tubing at the level of the pump leading to the right cylinder resulting in the malfunction". Additionally the physician reported that when the pt first presented in his office, he reportedly has "experienced some discomfort in the left groin region". The entire device was removed and replaced with co's 3-piece inflatable penile prosthesis.

Manufacturer narrative:
According to the available information, this penile prosthesis was implanted on 11/5/86. A revision occurred on 9/9/96, reportedly due to a "fluid leak." The received operative notes stated that, "there was a break in the tubing at the level of the pump leading to the right cylinder resulting in the malfunction." Two cylinders, a pump, and a reservoir were received and evaluated by the MFR. No connectors were received. Thus, the entire device was not received. The received components passed all functional tests. The cross sectional surfaces of the distal tubing ends showed uniform striations, indicating contact with sharp instrumentation, e.g. Scalpel, scissors. Based on the received information and quality assurance's examination, qa concludes that the observed instrument damage occurred during or subsequent to explant, and therefore, is not related to the complaint. Since qa did not receive the entire device, qa is precluded from commenting on the condition of the unreceived components. Qa was unable to confirm a break in the tubing or a fluid leak.